Event description:
A patient sample was tested for troponin (accu tni) and a result of 22.38ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and repeated result was 0.02ng/ml. Patient treatment was not affected in connection to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube and centrifuged in a stat spin express 4 centrifuge for 3-5 minutes. The customer reported no issues with qc. A system check performed in 2009, resulted within specifications. No issues with other assays were reported . A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which passed. No additional information regarding service was supplied. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.